Manufacturer narrative:
Baxter received and evaluated the device. Visual inspection did not identify any abnormalities that could have contributed to the reported condition. The reported condition was verified. The device was found within specification in relation to the reported constant upstream occlusion, which was not reproduced. Evidence for the reported problem "constant upstream occlusions" was found through the event history log review by the presence of "upstream occlusion!" On the final days of customer use in the log; however, it cannot be determined if the alarms are true or false. The device was found to function as designed with relation to the reported symptom. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a spectrum pump experienced constant upstream occlusions. There was no patient involvement. No additional information is available.